Event description:
It was reported that the customer received a no delivery alarm from her insulin pump. The customer's blood glucose levels are unknown. Troubleshooting was started but was unable to be completed. The customer was advised to change her insulin, reservoir, and infusion set. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.